Event description:
It was reported that a surgeon's handheld was not functioning properly and the office wanted it replaced. Specifics as to what exactly was wrong with the handheld were not provided. The physician was sent a replacement handheld and attempts to obtain the old handheld are in process.